Event description:
It was reported that the customer had high blood glucose levels of 122 mg/dl. The customer reported, a button error alarm from the insulin pump. The customer also reported that the keypad of the insulin pump was unresponsive at times. The customer also reported that there was fluid under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump however corroded keypad traces noted. All buttons function properly. No button error alarms noted. Insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.